Manufacturer narrative:
The case was recorded twice the customer had given an incorrect article number when reporting directly to our company so this was not noticed. The bfarm has recorded the other case under (B)(4)the complete final report is made under this number.

Manufacturer narrative:
Due to doublicate information this case is proceeded further. Complete documentation will be done in (B)(4).

Manufacturer narrative:
We have received no further details of the event, and the device has not been returned for evaluation. The damaged/broken tip was most likely due to use of excessive force.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): tip broken during a laparoscopic procedure. The tip was retrieved through a slightly increased incision.